Event description:
The report from clinical study (B)(4) for patient with ID# (B)(6) indicated that the index procedure was coil embolization assisted with an enterprise vrd ((B)(4)) of the right posterior cerebral artery, and during the procedure, the patient developed cerebral infarction from left parietal lobe to occipital lobe. The symptoms included alogia and disturbance of orientation. Argatroban hydrate and edaravone were administrated for treatment, additionally the patient underwent rehabilitation. The event outcome as of seven after onset was recovered with sequelae (alogia and disturbance of orientation). According to the physician, it is unknown when exactly the event occurred but it might have happened when he placed the guiding catheter (launcher 7f). The relationship of the event to the procedure was highly probable and to the vrd was unrelated. During the procedure, angiography was conducted.

Manufacturer narrative:
It was reported via the (B)(4) study that during a coil embolization of a right posterior cerebral artery assisted with an enterprise vrd ((B)(4)) the patient developed cerebral infarction from left parietal lobe to occipital lobe. The symptoms included alogia and disturbance of orientation. Argatroban hydrate and edaravone were administrated for treatment, additionally the patient underwent rehabilitation. The event outcome as of seven months after onset was recovered with sequelae (alogia and disturbance of orientation). According to the physician, it is unknown when exactly the event occurred but it might have happened when he placed the guiding catheter (launcher 7f). It is not known if the enterprise was already implanted when the event occurred or if there was any thrombus noted during insertion of the catheter. The relationship of the event to the procedure was highly probable and to the vrd was unrelated. The patient's medical history consisted of hemorrhagic stroke, hypertension, coronary disease, and neurosurgical treatment of left-sided chronic subdural hematoma. The unruptured saccular aneurysm neck was 11.2 mm, and the neck to sac ratio was 11.2 mm:11.2 mm. The parent vessel size diameter proximal was 2.5 mm and distally was 2.1 mm. Heparin 4,000u was administered intra-procedurally. The act was 136 seconds pre anticoagulation and 333 seconds post anticoagulation. The occlusion rate of aneurysm was 100% after the procedure. The modified rankin (mrs) pre-procedure was 3. It is not known if any of the post procedure symptoms were present prior to the procedure. The mrs was 4 one day post procedure and it was 3 one month post procedure. There is no further information regarding the patient's baseline neurological status or the event. Argatroban hydrate 60mg/day was administered on the day of the procedure and one day post procedure. Antiplatelet therapy included ongoing aspirin 100 mg starting at an unknown date, clopidogrel 75 mg/day beginning at an unknown date until one month post procedure and cilostazol 200 mg for four months after the procedure date. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01428610. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Cerebral infarction and its associated neurological changes is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system and the procedure as outlined in the instructions for use. Based on the available information no conclusion can be made regarding the relationship to the device. It appears that the patient's significant medical history and procedural factors may have contributed with no indication of any device performance or manufacturing issues impacting the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01428610. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days.

Manufacturer narrative:
Antiplatelet therapy included aspirin 100mg/day:start date unknown~ongoing, clopidogrel sulfate 75mg/day: start date unknown~2011-(B)(6)~, argatroban hydrate 60mg/day:2011-(B)(6), cilostazol 200mg/2011-(B)(6), heparin 4,000u was administered intra-procedurally. Prior to implanting the vrd, launcher/medtronic, prowler select plus (606-s255x/lot# unknown), traxcess/terumo were utilized. Other devices utilized during the procedure were, excelsior sl10, two cashmere 9x22, cashmere 8x20, axium/ev3 (total13). No further information is available and procedural images are not available.